Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports a falsely elevated potassium assay result generated for one patient sample on the architect c8000 analyzer. An initial result of 7.1 mmol/l was generated and not reported from the lab. The sample retested at 4.7, 4.7 and 4.8 mmol/l. There is no impact to patient management reported.